Event description:
Pt reported that in 2004 their blood glucose was "hi" on meter and they were symptomatic for hyperglycemia. Pt experienced symptoms throughout the day, then they went to the hospital where they were diagnosed with diabetic ketoacidosis. Pt is still currently in the hospital where they are being treated with insulin (device was disconnected from patient).